Event description:
Customer reported an unk error displayed. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and adjusted and realigned the touch screen panel. System operates as intended.